Event description:
It was reported that the camera head displayed an unknown error code. There were no reports of patient harm.

Manufacturer narrative:
Section h11 has been corrected to include clarification regarding fields e2 and e3. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. No information available for the occupation of the initial reporter or whether they are a healthcare professional

Event description:
It was reported that the camera head displayed an unknown error code. There were no reports of patient harm.